Manufacturer narrative:
UDI - (B)(4). Initial reporter's phone number: (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper/false handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the power module device had an autoclaving malfunction, and was damaged. It was also noted that the device failed pre-repair diagnostic tests for general condition and lever, external cleanness and foils of liquid damage, information button and self-test, charging and checking of power module in charger, function test, and the indicator- liquid damage. It was noted in the service order that before use, the device didn¿t work. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.